Event description:
It was reported that a patient underwent a microscopic resection of brain tumors procedure on an unknown date and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another seven to continue the surgery, and the same problem happened. Changed another one to complete the surgery. The needle did not fell into the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-08123, mw # 2210968-2023-08125, mw # 2210968-2023-08126, mw # 2210968-2023-08127, mw # 2210968-2023-08128, mw # 2210968-2023-08129, mw # 2210968-2023-08130. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.